Event description:
Related manufacturing ref: 9680001-2019-00001.

Manufacturer narrative:
This report was a duplicate submission of manufacturing report ref: 9680001-2019-00001. The final report for this event will be included in report 9680001-2019-00001.

Event description:
During atrial fibrillation procedure, the impedance increased and ablation had shut down. Upon inspection, the tubing had saline flowing toward the tactisys. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.